Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. At the time of report, the device involved in the event remained in the patient was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection is a known complication of a peg tube placement. A buried bumper is a known complication of a peg tube placement. Health effect clinical code was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that a couple of months ago during a nurse visit, bacteria was cultivated from the stoma site and the patient was prescribed somac which was not effective for irritation. In (B)(6) 2022 the patient¿s peg tube was stuck in the stoma site. On (B)(6) 2022 an MRI revealed a strong growth under the internal fixation plate and the patient was diagnosed with buried bumper syndrome.